Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal device failed to deploy. The following information was provided by the user facility: (1) the sheath/dilator was able to be put in over the wire with no problem; (2) blood was confirmed to be coming out of the side hole; (3) the dilator and wire were taken out and inserted the collagen/plate delivery system into the sheath; (4) resistance was felt halfway and when trying to take it out, it became stuck in the sheath; (5) the whole system was removed and manual pressure was held to achieve hemostasis; (6) it was noted that the delivery system was split in half; (7) it was reported that the distal sheath itself had a kink in it, which may have prevented the collagen from coming out and caused the buckling; (8) there was no injury to the patient; and (9) the patient was reported to be in good condition.

Manufacturer narrative:
The report is being submitted as follow up no. 1 to provide the evaluation results. One each of the following 6f angio-seal vip components was received for evaluation: hemostasis sheath and carrier tube assembly. A blood- like substance (bls) was seen on the returned components. The bypass tube was located on the proximal end of the carrier tube, and the deployment sleeve was in the rear holding position and was not inserted into the hemostasis cap. There was damage to suggest that the deployment sleeve had been forcibly moved from the rear-locked positions; no damage was noted to the deployment sleeve proximal locking tabs or the tensioner cap latch hooks. There was damage to suggest that the deployment had been forcibly removed from the hemostasis cap; no damage was noted to the deployment sleeve distal locking tabs or corresponding hemostasis cap receptacles. The component condition was consistent with the deployment sleeve not having been locked into the hemostasis cap. Both the carrier tube and the hemostasis sheath had been bent in a "u" shaped curve. The carrier tube assembly was inserted into the hemostasis sheath, but rather, was attached to it only by the suture. The suture had been partially extracted. A portion of the suture loop and collagen entered the sheath cap; the suture knot remained proximal to the cap. The anchor was not visible. Functional testing was conducted: the hemostasis body was detached from the hemostasis cap; the anchor was located on the distal side of the seal. The collagen was attached at the suture loop. No other anomalies were noted. The overall device condition was consistent with the partial insertion of the carrier tube assembly into hemostasis sheath, partial removal of the same (with anchor capture on the distal side of the hemostasis seal), and partial suture extraction. A review of the IFU was conducted: according to angio-seal vip IFU art100041662d (2016--01) b. Set the anchor, step 1 and step 2 clearly mentioned regarding setting the anchor and insertion of carrier tube assembly in to the sheath. The DHR was reviewed and no manufacturing issues were found in the devices released to inventory which may have led to this failure mode. Trend analysis was done on part and lot combination and no similar issues were previously found. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The exact cause of the reported event remains unknown. However, the device is consistent with improper insertion of carrier tube assembly in to the sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.